Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), worsening mitral regurgitation (mr) and heart failure. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4. It was noted that the valve had a narrow p2 prolapse and flail. One clip was successfully implanted, reducing mr to a grade of 1. On (B)(6) 2020, the patient was readmitted to the hospital due to heart failure. Transthoracic echocardiography (tte) was performed and it was suspected that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. All information was investigated, the reported single leaflet device attachment (slda) appears to be related to the patient morphology/pathology, and due to the narrow p2 prolapse and flail. The reported mitral regurgitation (mr) was likely related to the slda, and the heart failure, a cascading effect of mr. The reported patient effects of worsening mitral regurgitation and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.